Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose level (bg); details of hospitalization were not provided. The customer declined to provide further information regarding the event.